Event description:
It was reported that the stent moved on the balloon. A 32 x 3.50mm promus premier¿ stent was advanced to the target lesion. Angiogram revealed that the stent appeared to be slightly misaligned. The physician elected to stop using the device. The device was removed from the patient and the procedure was completed with a non-bsc stent. No patient complications were reported and patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The report states that the customer deployed the stent outside the patient¿s body, however crimp markings are still evident on the balloon wall, which suggests that full crimp contact was achieved between the stent and the balloon. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).